Event description:
It was reported that an ilet user experienced persistent hyperglycemia associated with an insulin occlusion alert that was not recognized promptly, which delayed insulin delivery and correction; the user was instructed to perform troubleshooting, confirm insulin drops, clear the alert, reconnect, perform fingerstick glucose and ketone testing, and follow a sick-day and dka safety plan, and the infusion set remained in place pending replacement later that day. Symptoms included high glucose, nausea, vomiting, and weakness. Outcomes included a delay to therapy. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device malfunction, a usage problem, and an improper or incorrect method related to user interaction with the system¿s user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. Thank you for your attention to this report.